Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high but stable impedance that were variable depending on the patient¿s position and low sensing were observed on the right atrial and ventricular leads. The leads were explanted and replaced. During the procedure, the physician noticed both leads were externalized. The patient did not experience any adverse consequence and was stable before, during and after the procedure.